Event description:
Treatment of an unruptured basilar saccular aneurysm measuring 14mm x 8mm. It was reported that the patient underwent pipeline embolization treatment involving five pipelines in which one of them was corked and removed from the patient as the size was thought to be inappropriate. Post procedure, the patient experienced mild left sided weakness; however, the MRI (magnetic resonance imaging) showed no symptoms. No other injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-77400-20 / lot: 9674063 / dom: 11/26/2012 / exp: 11/26/2015; model: fa-77400-10 / lot: ju11-011 / dom: 06/10/2011 / exp: 06/13/2014; model: fa-77350-10 / lot: ju10-043 / dom: 06/29/2010 / exp: 07/06/2013. (B)(4).